Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the cable of the large suturecut needle driver (lsnd) instrument was broken (loose/broken cable). The customer used a backup lsnd instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi followed up with the site and obtained the following additional information: the instrument was inspected prior to use with no issue. The issue occurred when the instrument was moved during mesh fixation. The instrument did not collide with the other instrument or tool during the procedure. The issue was related to opening/closing of the grips. The issue was not related to left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There was no fragment falling inside the patient¿s anatomy. The procedure was not delayed.